Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) alleging inaccurate readings on their one touch verio meter. A medical surveillance specialist (mss) sent follow up questions; however, the agent was unsuccessful in getting a hold of the patient. The complaint was classified based on the initial call. The patient first noticed the alleged issue on (B)(6) 2012 at around 6:00pm. Prior to testing, the patient had frequent urination and felt dizzy. At an unspecified time after developing symptoms, the patient obtained a 4.5 mmol/l (81 mg/dl) on his verio meter and greater than 20 minutes later obtained an unspecified reading, which was not provided. The patient mentioned that his readings varied from anywhere of 5.4 up to 10 mmol/l then down to 6-4 mmol/l to what he normally obtains. The patient ate more food/drink due to the alleged low readings and did not seek any further medical attention. The product was replaced and requested back for investigation. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, reading on the other device, how long symptoms lasted and whether the patient felt better after self-treatment. The complaint is being reported since the patient there is no information on whether the patient had taken any action based on his meter result prior to the event that may have lead to his symptoms. He had developed symptoms suggestive of a serious injury; however, the result on his meter did not correlate to his symptoms. The patient self-treated based on the meter reading.

Manufacturer narrative:
Follow-up ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.